Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a mobile power unit (mpu) failure was confirmed via the submitted mpu, serial number (B)(6). There was no log file submitted for analysis. The mpu was returned and evaluated by the european distribution center (edc). The edc identified the root cause to be related to power supply printed circuit board (pcb) and returned it to product performance engineering (ppe). Further evaluation of the power supply pcb revealed that a through hole component was not soldered correctly. The component was re-soldered and the mpu operated as intended resolving the reported issue. A manufacturing analysis task was previously opened to further investigate the issue of insufficient/poor solder joints on the pcb. The manufacture date of the power supply pcb (17jul2018) dates prior to the creation of the manufacturing analysis task. The root cause for the reported event was determined to be a missing solder joint due to an error in manufacturing the power supply pcb. This issue is being monitored for similar events. Incidental findings: cracked battery door, loose connector housing on the patient cable, broken battery strap. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 17jul2017. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ describes all system controller and mpu alarms (visual and audible), and the proper actions to take if the alarms cannot be resolved. The heartmate ii patient handbook, under section 3 powering the system¿ covers that you should inspect the mobile power unit patient and power cables for damage and to not use the mobile power unit if either cable shows signs of damage. In addition, section 3 covers that you should inspect the mobile power unit for dents, chips, cracks, or other signs of damage. Do not use a mobile power unit that appears damaged. Contact your hospital contact if a replacement is needed. Heartmate ii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. PMA/510(k) #: p160054.

Event description:
It was reported that there was an mpu failure and there was no power to the controller or the pump. The mpu was replaced with a functional one. The cause of the loss of power was unknown. There was no reported alarm for the event.